Manufacturer narrative:
It was initially reported that according to the site, the monopolar curved scissors (mcs) instrument had collided with the fenestrated bipolar forceps and cadiere forceps instruments during the surgical procedure. This is supported by isi's evaluation of the mcs instrument. Intuitive surgical, inc. (Isi) received the mcs instrument involved with this complaint and completed the device evaluation. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The cut and energy delivery functionality was verified and passed specification. The instrument operated as expected. There were no signs of arcing on the instrument. Additionally, the instrument tube extension exhibited signs of scratch marks/abrasion measuring approximately 0.040¿ x 0.070¿. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing or during mcs tip cover installation or removal.

Manufacturer narrative:
The da vinci xi instruments and accessories user manual states the following general precautions and warnings: "caution: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments." "Caution: use instruments with care. Avoid contact between instruments intraoperatively and do not use one instrument to apply force to another instrument inside the patient." This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, bleeding was observed during dissection of a pelvic lymph node with a mcs instrument. At that time, charring was also found on the mcs tip cover accessory which may be indicative of an arcing event. A tachosil tissue sealing sheet was used to control the bleeding. At this time, the root causes of the customer reported failure mode and the patient¿s intra-operative complication are unknown.

Event description:
It was initially reported that during a da vinci-assisted gynecological procedure, a monopolar curved scissors (mcs) instrument was used to dissect the pelvic lymph node and bleeding from the internal iliac artery was observed. During the surgical task, charring was found on the mcs tip cover accessory. The customer concluded that the bleeding occurred as a result arcing of electrical energy through the mcs tip cover accessory. A backup mcs instrument was then installed with a new mcs tip cover accessory. The surgical staff continued with the procedure. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the mcs instrument was inspected prior to use. The mcs tip cover accessory was installed on the mcs instrument using an installation tool. The site stated that electrolube may have been applied to the mcs instrument during installation of the mcs tip cover accessory. The mcs instrument was in use for approximately 5 hours. According to the site, the mcs instrument may have collided with the fenestrated bipolar forceps and cadiere forceps instruments during the procedure. Bleeding was reported; however, the site was unable to provide information on the amount of blood loss. A tachosil tissue sealing sheet was used to control the bleeding. The surgical procedure was completed and no post-operative complications have been reported as of the date of this report.